Event description:
During a coil embolization assisted with an enterprise stent to treat an aneurysm in the basilar vascular tip with a wide neck. The vessel proximal vessel diameter was 4.0mm and the distal was 3.2mm. During the procedure, the enterprise stent dislodged after the deployment in the lesion. The stent suddenly dislodged from the lesion. The physician used a snare to retrieve the stent. Then, another stent was utilized to complete the procedure. The device will be returned for eval. Additional info indicated that prior to inserting, the products (enterprise or microcatheter) were not damaged. All the products were prep per (IFU) instruction for use guidelines. Prior or after stent detachment, no vessel spam was noticed. The stent dislodged when the microcatheter was being pushed. Neither, the microcatheter or delivery system caused the sent migration. The stent was placed covering 5mm on either side of the aneurysm neck. Prior to enterprise stent deployment, a microcatheter was placed inside the aneurysm "what is called catheter entrapment technique", however it unk if this was a possible cause of the stent migration. No other product was used during the stent implantation (balloons, etc). Other products utilized during the procedure included, an envoy guiding catheter and a prowler select plus. During the procedure, the enterprise was not recaptured. No other devices contributed to the stent migration. The stent was placed at an acute angle. No further info was provided.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.